Event description:
It was reported that while in the operating room, the intra-aortic balloon (iab) was opened and appeared not to be wrapped as tightly as they normally are wrapped. The iab was prepped per instruction. The md inserted the sheath via the femoral artery. As the md was advancing the iab through the sheath, the membrane began to unwrap and bunch up. The md removed the iab with the sheath. The md requested another iab, ref medwatch 1219856-2008-00022 for the second event and medwatch 1219856-2008-00054 for the third event involving the same pt.

Manufacturer narrative:
Follow-up report will be filed if add'l info becomes available.